Manufacturer narrative:
There is no indication of any system or component failure. Patient participated in a trial with the nalu system before implanting the permanent system. The location of the implant was agreed upon prior to implanting. Moving the implant was performed per the patient request and for ease of use only due to the patient being unable to palpate the ipg for placement of the external device and unable to hear the audible feedback to assure proper placement. It is likely that the communication issues experienced by the patient are related to the patient struggling to place the external devices appropriately.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 and had the system successfully activated on (B)(6) 2024. The nalu implantable pulse generator (ipg) was placed in the lower right flank area with the leads targeting the medial branch nerve to treat lower back pain. After using the system, the patient reported getting 60%-70% pain relief, however also reported having difficulty with placing the external components over the implantable pulse generator (ipg). Patient requested to move the ipg to a more lateral position for ease of use. Additionally, the patient later reported some issues with communication between the ipg and the external therapy discs. Imaging found that the ipg placement was appropriate, although it was also noted that the ipg was not able to be palpated from above the skin. A surgical revision was performed on (B)(6) 2024 to remove the existing ipg from the right flank area and place a new ipg more superficially and in a more lateral and inferior position to allow for easier access by the patient.